Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. Reportedly, insulin was being delivered based off the pump personal profile settings instead of control iq settings despite control iq being turned on. The customer's blood glucose level ranged from 68-69 mg/dl. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.